Event description:
The customer reported when the system booted up it gave an error of ad channel 13 fail and would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector and the software were installed during the service call. Th system was tested and found to be working as intended and put back into service.